Event description:
It was reported that the device was found to be at elective replacement indicator (eri) during a previous check-up, but the device was never changed out. The patient now felt symptoms of pacemaker syndrome. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).